Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that while setting up the demo imaging system; a message appeared reading 'initializing please wait'. The system had full movement capabilities but the radiation loading bar on the pendant did not progress. There was no patient present when this issue was identified. Onsite investigation discovered that the reported event was caused by poorly charged batteries. No part replacement was needed as upon charging the batteries the issue was resolved. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while setting up the demo imaging system; a message appeared reading 'initializing please wait'. The system had full movement capabilities but the radiation loading bar on the pendant did not progress. There was no patient present when this issue was identified.